Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) reported to fresenius that the venous line on the fresenius bloodline set unscrewed itself from the catheter venous line during the patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up. The reported issue was identified approximately 20 minutes after treatment initiation. The patient visually observed the blood leak. No additional defect or damage was noted to the bloodline set. The cm stated that the line was retightened in order to continue treatment. It was noted that a hemoclamp had already been applied to the bloodline set. The patient¿s estimated blood loss (ebl) was approximately 100 ml. No serious injury or require medical intervention resulted from the reported issue. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.